Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded, as the result believed to be correct was obtained using the same reagent. The field service engineer found the vacuum tube on naohd rinse nozzle ruptured at the vacuum bottle. He replaced the tube and confirmed the test and module were performing within specifications. The investigation determines that the service actions resolved the issue.

Event description:
There was an allegation of a questionable hemoglobin a1c result from the cobas pure c 303 analytical unit. The initial result was 8.670 mmol/mol. The doctor deemed the value not plausible. The repeat result was 5.870 mmol/mol.